Event description:
The facility reported a colleague infusion pump with a failure code 810:11. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be a duplicate of 6000001-2011-13035. All reporting information regarding this event will be addressed in 6000001-2011-13035.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.